Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; the pump gave an unknown call service alarm after the patient was swimming while wearing the pump. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: the pump history showed evidence of call service alarms. The pump emitted a call service 078 alarm during the rewind steps. Moisture was found on the internal components of the pump.